Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead experienced a lead fracture. High and undefined impedance levels were noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial fractured at the device header and recoiled with the free end floating in the pulmonary artery.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. A loss of electrical continuity was noted in the distal conductor. If information is provided in the future, a supplemental report will be issued.